Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies aneurysm perforation or rupture as a potential complication associated with use of the device.

Event description:
As reported through the journal article titled, "the woven endobridge (web) device: feasibility, techniques, and outcomes after FDA approval," published in the journal of neurosurgery and reviewed by company on october 22, 2021, a retrospective review of 115 consecutive cerebral aneurysm treatments with the web device was performed between february 2019 and january 2021. The article describes an unidentified patient who had a pcomma aneurysm that was being treated with a web device (ref. Report 2032493-2021-00462). The web embolization device was exchanged for a smaller one. While the web device was being re-sheathed, the via microcatheter moved forward and through the aneurysm dome. Coil embolization was performed to treat the aneurysm rupture. The patient had a prolonged hospital stay but recovered well and was discharged home.